Event description:
The patient received her scs system on (B)(6) 2009. It was reported that part of the patient's lead was not working. An x-ray did not show lead pull-out and her coverage was not as good as it used to be. A few contacts were invalid but an sjm representative was able to program the invalid contacts. The patient met again with a sjm representative and an entire column of contacts were invalid. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.